Manufacturer narrative:
Findings: unit alarmed failed batt test after battery insertion due to faulty battery tube. Unable to test the operating currents due to failed battest alarm. Unit had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tubelip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per, variance 5.

Event description:
It is reported that a customer received battery alarm on their insulin pump. The pt's blood glucose level was at 115 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer stated they changed the batteries and still had the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further info was provided.